Event description:
It was reported that stent inadvertent deployment occurred. The patient was being treated for iliac stenosis. An 8 x 120 x 130 innova vascular was opened, flushed, and removed from tray. The stent was being placed on the wire when it was noticed that the end of the stent was flared. The clip was still attached to the deployment wheel and had not been moved. The device was removed from the wire and was deployed on the table. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is deployed and no longer inside the sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are no longer in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. The patient was being treated for iliac stenosis. An 8 x 120 x 130 innova vascular was opened, flushed, and removed from tray. The stent was being placed on the wire when it was noticed that the end of the stent was flared. The clip was still attached to the deployment wheel and had not been moved. The device was removed from the wire and was deployed on the table. The procedure was completed using an alternate method. No patient complications were reported.